Event description:
The customer reported the 9900 system would not boot. The error displayed on the system was "generator not compatible with workstation". The system was removed from service. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the generator interface pcb and interface pcb then reloaded nodes. The system operates as intended.